Manufacturer narrative:
Updated fields: b4,d9,d10,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11 corrected field:g2 multiple errors flashed on screen, including leak, no trigger, and patient status unknown, though there were no apparent issues with the pump aside from the alarms. Patient involvement is unknown, but no harm was reported. Customer has not made a decision regarding repair of the unit. No further information is available. A related intra aortic balloon (iab) complaint was opened to cover all possible causes of the malfunction.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) was alarming with a quick alarm. Multiple times flashed patient status unknown, leak, no trigger when no issues could be found. No harm or injury to the patient was reported.